Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon near the middle part ruptured upon initial inflation at 6 atmospheres for 3 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.